Manufacturer narrative:
Follow-up # 1 ¿ (03/14/2014), the patient¿s meter has been returned and evaluated by lifescan product analysis on (B)(4) 2014 and (B)(4) 2014, respectively, with the following findings: the meter passed all testing with no faults found. The reported issue could not be reproduced. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. Pt gender: female. Test strip lot#: not provided.

Event description:
On (B)(6) 2014, the lay user/reporter in (B)(6), the patient¿s husband, contacted lifescan to report the onetouch verio iq meter was giving inaccurately high readings. The sr. Medical surveillance specialist was able to classify the complaint based on the information provided to customer service. On (B)(6) 2014, at 9:12 pm, the patient obtained the blood glucose reading of 187 mg/dl on the reported meter, and a reading of 147 mg/dl on another manufacturer¿s meter within 30 minutes of each other. The patient¿s testing technique was incorrect, as she used the same blood sample drop for both tests, which can contribute to inaccurate readings. The patient took 2.5 units actrapid insulin based on the 187 mg/dl reading. The patient manages her diabetes with insulin taken on a sliding scale. One and a half hours afterwards, the patient experienced the symptoms of sweating and inability to concentrate. The patient administered self-treatment by consuming glucose tablets and felt better afterwards; she did not seek any medical attention. The meter and test strips were replaced. The patient¿s testing technique was incorrect which may have contributed to the inaccurate readings. However, as the patient suffered symptoms suggesting severe hypoglycemia after taking insulin based on an elevated meter reading, and received treatment with glucose to alleviate her symptoms, this complaint is being reported.